Event description:
Full box of surgical masks with one tie being too short on all of them.

Event description:
Add'l info rec'd from MFR 6/10/04: a search of MFR's complaint database showed two past complaints (june 2000 & january 2002) where the mask ties were alleged to be too short for the soft touch ii mask. A review of he device history record, for this recent complaint, revealed that there were no quality issues for the subject lot (bd237) manufactured in august of 2003. For the time period of january 2003 to may 2004 co has produced over 21 million face masks with only this complaint for ties being too short.